Event description:
It was reported that the patients spinal cord stimulation (scs) lead had migrated. The patient underwent explant procedure. During the procedure on removal of the left lead physician incurred what he thinks is a dural tear and there was some cerebrospinal fluid (csf) loss. The explanted device components were discarded per facility policy.

Manufacturer narrative:
Block b3: approximated based on the date the manufacturer became aware of the event. Additional suspect medical device components involved in the event: product family: scs-linear leads, upn: m365sc2318500, model: sc-1232, serial: (B)(6), batch: 5001118, UDI: (B)(4). Product family: scs-ipg-r-MRI, upn: m365sc12320, model: sc-4316, serial: (B)(6), batch: 755073, UDI: (B)(4). Product family: scs-lead fixation, upn: m365sc43180, model: sc-4318, batch: 33872611, UDI: (B)(4).